Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with failure to capture on their atrial lead. The lead was capped and replaced on (B)(6) 2021. No patient condition or symptoms were reported.

Event description:
New information received noted that patient initially presented with no symptoms when the issue was discovered the day of the normal generator change ((B)(6) 2021) and that the patient was stable after the procedure.